Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 19mm aortic pericardial valve, implanted approximately four (4) months, was explanted due to unknown reason. The device was originally implanted for aortic valve replacement at a different hospital. The device was explanted and replaced with a larger size same model 21mm valve with no adverse patient events reported. The patient status was reported as recovered. The device was not returned for evaluation as it was discarded at the hospital. Detailed information such as the reason for re-avr, or causal relation between the event and the device was unavailable.